Manufacturer narrative:
The pump user guide indicates to not remove or add insulin from a filled cartridge after it is installed on the pump. This will result in an inaccurate display of the insulin level on the home screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with an unknown amount of insulin. Customer withdrew insulin from the cartridge and re-inserted it back to the cartridge. Customer declined troubleshooting with tandem technical support. No reported adverse impact to the customer's blood glucose.